Event description:
The reporter obtained a 358mg/dl and 172mg/dl blood glucose comparison on the accu-chek advantage sys. The reporter states she obtained an add'l comparison with blood glucose results 361mg/dl and 172mg/dl on the accu-chek advantage sys. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New sys sent to customer and return requested.